Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 17feb2021: the procedure being performed was a brachial thrombectomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, after the brachial thrombectomy procedure was completed and upon removal of the flexor shuttle tibial guiding sheath, the sheath separated. Access was gained through the groin, and the sheath was in place for about one hour. A wire guide was inside of the lumen when the separation occurred. No additional medications or blood products were used during the procedure. It was reported that the patient had scarred anatomy. The separation occurred at the shaft, but everything was retrieved, and nothing was left inside of the patient. The patient was noted to be fine, and the procedure had a successful outcome. No unintended portion of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Physical examination of the used returned device noted that the sheath had separated 22cm from the hub. Coils were exposed but not separated. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Evidence from the complaint file, device history record, complaint history, manufacturing documents, and device failure analysis suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package, and to reinsert the dilator prior to removal if resistance is expected. Based on the information provided and the results of the investigation, cook has concluded that device failure contributed to the event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after the procedure was completed and upon removal of the flexor shuttle tibial guiding sheath, the sheath separated. Access was gained through the groin., and it was in place for about one hour. A wire guide was inside of the lumen when the separation occurred. No additional medications or blood products were used during the procedure. It was reported that the patient had scarred anatomy. The separation occurred at the shaft, but everything was retrieved, and nothing was left inside of the patient. The patient was noted to be fine, and the procedure had a successful outcome. No unintended portion of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence.